Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in a 27-year-old female patient who had essure (batch no. 824477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). In (B)(6) 2007, the patient experienced abdominal pain lower ("lower stomach pain"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, fatigue, migraine, nausea and weight increased had resolved, the vaginal haemorrhage and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, blood loss anaemia, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007. Plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, migraines, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion, essure in proper position. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal), bloating, lower stomach pain were added. Event onset date, reporters, outcome, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in a 27-year-old female patient who had essure (batch no. 824477-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("lower stomach pain"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, fatigue, migraine, nausea and weight increased had resolved, the vaginal haemorrhage and abdominal distension outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, blood loss anaemia, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007,(B)(6) 2007. Plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, migraines, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion, essure in proper position. Lot number reported (824477) is not valid. Most recent follow-up information incorporated above includes: on 26-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, fatigue, migraine, nausea and weight increased had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2007, (B)(6) 2007. Plaintiff received treatment for pelvic pain, abdominal pain, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, migraines, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Events: pelvic, abdominal, back pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), fatigue, migraines, nausea, weight gain were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.